Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The 85% stenosed target lesion was located in the non-tortuous and severely calcified vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure (rbp) and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The 85% stenosed target lesion was located in the non-tortuous and severely calcified vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was peripheral artery. Also, the balloon ruptured on first inflation and all the segments of the balloon were removed from the patient carefully and slowly.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The 85% stenosed target lesion was located in the non-tortuous and severely calcified vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was peripheral artery. Also, the balloon ruptured on first inflation and all the segments of the balloon were removed from the patient carefully and slowly.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.